Event description:
It was reported that the patient has an implantable cardioverter defibrillator (ICD) system with an emerging right ventricular (rv) lead failure. The nature of the failure was not specified. The ICD system was turned off and a leadless pacemaker system was implanted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1924. Device code: 2682. Ref report: mw5180563.